Event description:
It was reported that an 18mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 with 12f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. Transseptal access was inferior anterior. The wire position was in the upper pulmonary artery. The patient's activated clotting time (act) level was 354 seconds. 12000 units of heparin were administered during the procedure. During the procedure the occluder was partially re-captured twice. Post-deployment the patient developed a localized pericardial effusion behind the right ventricle. The occluder was implanted. A pericardiocentesis was performed and 150ml of blood was removed. A drain was left in place. The patient remained hemodynamically stable. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion could not be conclusively determined. The reported unexpected medical interventions was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.